Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2021, the patient was admitted to the hospital because she suffered from a syncope. The ventricular pacing output was programmed at 3.5v and the pulse width at 0,5 ms. No ventricular threshold value dated from implant was recorded in the clinical record. The ventricular capture threshold was measured between 2.5v and 3.0v in unipolar pacing configuration during the follow-up. The ventricular threshold was higher than 3.0v in bipolar pacing configuration. The ventricular pacing output was reprogrammed to 7.5v with a pulse width at 1.0ms during the follow-up. The physician considered that the loss of capture could have resulted from a lesion due to the epicardial lead. X-ray with a focus on the ventricular lead did not reveal any anomaly. It was decided to activate the rate response as the patient underwent a node ablation. When reprogramming the pacing mode from vvi to vvir on (B)(6) 2021, the patient had a syncope with convulsions. During a follow-up performed on (B)(6) 2021, the ventricular threshold was measured between 2.5v and 3.0 v, with good lead impedance measurements. The patient is very sensitive and symptomatic. She feels dizzy just after losing capture of one single beat when the threshold test is performed. The patient is currently under monitoring at the hospital. Upon device interrogation on (B)(6) 2021, the ventricular threshold was measured at 1.25v in bipolar configuration and at 2.0v in unipolar configuration. Nevertheless, no ventricular capture was observed when reprogramming the ventricular pacing output at 3.5v. Based on preliminary analysis, it is suspected that the patient syncope on (B)(6) 2021 could be due to the activation of the mv sensor, which could have triggered ventricular pacing inhibition.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2021, the patient was admitted to the hospital because she suffered from a syncope. The ventricular pacing output was programmed at 3.5v and the pulse width at 0,5 ms. No ventricular threshold value dated from implant was recorded in the clinical record. The ventricular capture threshold was measured between 2.5v and 3.0v in unipolar pacing configuration during the follow-up. The ventricular threshold was higher than 3.0v in bipolar pacing configuration. The ventricular pacing output was reprogrammed to 7.5v with a pulse width at 1.0ms during the follow-up. The physician considered that the loss of capture could have resulted from a lesion due to the epicardial lead. X-ray with a focus on the ventricular lead did not reveal any anomaly. It was decided to activate the rate response as the patient underwent a node ablation. When reprogramming the pacing mode from vvi to vvir on (B)(6) 2021, the patient had a syncope with convulsions. During a follow-up performed on 4 may 2021, the ventricular threshold was measured between 2.5v and 3.0 v, with good lead impedance measurements. The patient is very sensitive and symptomatic. She feels dizzy just after losing capture of one single beat when the threshold test is performed. The patient is currently under monitoring at the hospital. Upon device interrogation on (B)(6) 2021, the ventricular threshold was measured at 1.25v in bipolar configuration and at 2.0v in unipolar configuration. Nevertheless, no ventricular capture was observed when reprogramming the ventricular pacing output at 3.5v. Based on preliminary analysis, it is suspected that the patient syncope on (B)(6) 2021 could be due to the activation of the mv sensor, which could have triggered ventricular pacing inhibition.